Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the material dried and adhered to the forceps channel and distal end due to the occurrence of a pinhole at the forceps channel. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound bronchofibervideoscope exhibited residual fluid or foreign material coming out of the forceps channel and foreign material on the distal end. There was no patient involvement.